Event description:
Customer called lfs on 9/26/02 alleging their ot ultra meter would prompt the error 2 message. The issue was unresolved with troubleshooting. The customer did not report experiencing any adverse events. The meter has been replaced for the customer. Customer also reported experiencing inaccurate erratic results with a ot ultra meter. Pt's blood glucose results were 225 and 125 mg/dl. Tests were done within 10 mins with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.